Event description:
Doctor kept complaining that the headlight was too hot so we ended up removing it from his head and replacing it with another. When we took a look at the focal point of the lamp, we realized that the heat was so strong that it burnt the metal. (B)(6) 2013 customer reports doctor was performing a coronary artery bypass and the headlight had been in use for 2 hours. Headlight was used with integra cable #0023009 per customer and bfw-maxenon xi-300 (product #3010, serial # (B)(4)). There was no injury to the doctor.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.